Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The lab analysis could not determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The distal and proximal surfaces of the insert are worn with discoloration. The locking detail and side of the part are damaged. There were no observations of material or manufacturing deviations in the course of this investigation. The medical investigation concluded that, per communications, no relevant clinical information will be provided to conduct a thorough medical investigation. Should additional clinical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of the event could include abnormal loading or a sizing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary

Event description:
It was reported that revision surgery was performed on (B)(6) 2019 due to the disassociation of insert. Primary surgery was performed on (B)(6) 2016. The revised device will be returned for evaluation. No more information available.